Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad), experienced multiple falls at home and subsequently presented with right sided weakness and aphasia. The patient was found to have a subdural hematoma, which was evacuated, followed by an emergent return to the operating room for an epidural hematoma. Imaging suggested progressive multicompartmental intracranial hemorrhages. The patient exhibited cognitive decline and neurological dysfunction during hospitalization. Laboratory testing revealed a subtherapeutic international normalized ratio of 0.9 on admission, and the patient was noted to be non-adherent with international normalized ratio checks and office visits. Heart failure was identified as a risk factor. Computed tomography of the brain/head and international normalized ratio lab testing were conducted. The patient was admitted and monitored. Ventricular assist device support was discontinued in the neuro intensive care unit, and the patient died.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: hw34683 was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Of note, information provided by the site indicated that the patient¿s neurological status continued to decline, the hvad support was discontinued, and the patient subsequently passed away. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, right ventricular failure, bleeding, and death are known potential complications associated with the implantation of a vad. Based on review of the patient's reported medical history, it was noted that the patient had a history of bleeding and neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.